Manufacturer narrative:
Other text: b3. Data of event is unknown. H6. Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the customer reported issue is an inoperable air in line sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed., corrected data: h6. Health effect codes: corrected.

Event description:
It was reported the pump alarmed every night on and off with screen showing red lights. The pump alarms (error in the line). No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.